Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing to pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the station. The technical support specialist (tss) dialed into the application server and navigated to settings, where it was verified that the patient had two visits listed. The tss found orders under the placeholder visit. The tss explained to the customer that a placeholder is created when order messages were received before the admit message, and it should automatically merge once the admit message for the active directory (adt) patient was received. In this case, the adt and placeholder accounts did not merge due to a mismatch in medical record number (mrn). The customer was asked to verify the correct mrn, and upon confirmation, was advised to contact the admissions team to resend the admit message with the correct mrn. The correct admit message was then verified as received. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing to pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.